Event description:
An implanted volar distal radius plate broke post operatively and was explanted.

Manufacturer narrative:
A visual examination of the plate was performed. The plate broke at its smalled cross section, just prior to the interface with the extension plate. There was no evidence of fatigue at the fracture site.conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break. Additional mdrs associated with this event:MDR 3025141-2014-00164 follow up 1: plate 1,MDR 3025141-2014-00165 follow up 1: screw 1,MDR 3025141-2014-00166 follow up 1: screw 2,MDR 3025141-2014-00167 follow up 1: screw 3,MDR 3025141-2014-00168 follow up 1: screw 4,MDR 3025141-2014-00169 follow up 1: screw 5,MDR 3025141-2014-00170 follow up 1: screw 6,MDR 3025141-2014-00171 follow up 1: screw 7,MDR 3025141-2014-00172 follow up 1: screw 8,MDR 3025141-2014-00173 follow up 1: screw 9,MDR 3025141-2014-00174 follow up 1: screw 10,MDR 3025141-2014-00196: screw 11.